Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient received multiple overnight low glucose alerts from a dexcom cgm, treated each alert with oral glucose (orange juice), and later learned about potential compression-related false lows; no confirmatory fingerstick checks were performed, and no further low readings occurred after waking, with a current glucose of 99 mg/dl. Symptoms included low glucose alerts consistent with hypoglycemia. Outcomes included self-treatment with oral carbohydrates and no hospitalization. Investigation included troubleshooting and education regarding cgm compression lows and the recommendation to verify lows with a fingerstick measurement. Investigation of this case revealed no confirmed device malfunction and suggested that compression of the cgm sensor during sleep could have produced falsely low readings. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.